Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 19th november, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. The device involved in the event is volista standop (vlt400sf stp ql) with serial number (B)(6), catalog number ard568822910. Manufacturing date is 6th of july 2017. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping on fork and it contributed to event. The device was being used for patient treatment when the event occurred. During the investigation it was found that the evaluated case has not led to serious injury nor death. The performed investigation, which includes device history review, excluded any manufacturing anomalies and design issues. The investigation performed by subject matter expert concludes that all getinge products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. We believe that all remaining devices are performing correctly in the market. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 19th november, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the paint was chipping from the fork. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.